Manufacturer narrative:
Evaluation: results - patient¿s condition affected effectiveness of device (very tortuous and calcified). Failure to follow instructions (force used). Deformation problem. Conclusion - device failure related to patient condition (very tortuous and calcified). Known inherent risk of a procedure (stent dislodgement). (B)(4).

Event description:
It was reported that the physician was attempting to treat a very tortuous and calcified lesion located in the lad with a integrity rx bare metal stent. It was reported that the stent came off the balloon before it was in position and got hung up in the aortic arch. The physician wired the cx first but could not get the balloon down and then proceeded to the lad and stented with two resolute integrity stents. It was reported that the physician anchored the balloon in the lad and used a 1.25mm, a 2.0mm and then a 2.5mm balloon to cross the lesion. When pushing the stent across, the guide swung out into the aorta and then the stent came off the balloon. A snare device was successfully used to retrieve it. No additional patient sequelae were reported. Evaluation summary: the stent was the only component of the device returned for evaluation. The stent returned completely deformed, with stretching evident especially on the middle section of the stent.